Manufacturer narrative:
During follow-up, the patient said he noticed no defects, breached packaging, or malfunction with the hm14 units. He has been using the hm14 product for years and has had no recent experience such as trauma, bleeding, etc., that may have contributed to the infections. He also uses the same clean technique when catheterizing, and did not know the lot numbers of the units he used at the time of the infection.

Event description:
Intermittent catheter patient (user) said he has had increased urinary tract infections (uti's) over the last six months concurrent with catheter use. He said he is very clean and can't think of any reason he is getting uti's other than possibly from the hydrophilic catheters. He said his doctor has not mentioned any idea of it being the catheter and just treats him for it. During follow-up, patient said he experienced four to five recurring uti's, was prescribed the same antibiotic each time, but the infections kept returning, until he was prescribed a different antibiotic, cipro. He recovered fully after taking the full course of cipro.